Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose at device. Reportedly, as the device was advanced in the vessel, resistance was met. The device was removed over a guide wire revealing the distal sheath had kinked. A second perclose at device was attempted, but as the knot was advanced to the vessel the suture broke. A third perclose at device was use to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The common femoral artery was reportedly mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness of the perclose at smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The other perclose at device referenced was filed under a separate medwatch manufacturer report number.